Event description:
During a procedure, the account reported that the hemostasis introducer valve would not close and air was injected into the patient's coronary artery. During a subsequent conversation, the doctor stated that the incident may have been his fault as user error. There was no pt harm or injury as a result of this incident.